Manufacturer narrative:
(B)(4). Additional narrative: sample availability is unknown. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from the previous medwatch: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be determined and the reported condition could not be confirmed. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) folfusor sv 0.5 ml/h device leaked during infusion. It is unknown with what the device was filled. There was no report of patient injury, medical intervention. No additional information is available.